Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that he was hospitalized three times due to hypoglycemia. At the time of the first event, the customer experienced a blood glucose reading of 828 mg/dl, which dropped to 48 mg/dl due to his attempts to stabilize it. The customer stated that his blood glucose was very low during the other two events. Troubleshooting was performed, and the insulin pump was programmed correctly. The lead screw test passed. The customer stated that sometimes the buttons are unresponsive. Nothing further was reported.